Event description:
Over the course of one year this facility has reported three events in which the secondary medication bag was seen to backflow into the primary bag at the initial infusion set-up. Each time the tubing was removed and sent to the company for investigation. The first two events occurred in early this calendar year and the third event occurred approximately 5 months later. This week, I received details of the investigation in which each of the three events was confirmed as a back check valve failure. I recently received an additional report of a similar event occurring at our facility with chemotherapy infusion. No tubing was saved and therefore was not returned to the company. In each of these events no patient harm occurred, however each event resulted in delayed treatment, additional lab testing, additional supplies and additional nursing time to address event and change equipment. Similar events have been reported in previous years. Company: bd carefusion tubing: primary set: 11171447; tubing secondary set: 72213n.